Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on a "technicolor" screen. Customer¿s blood glucose level was 300 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure the customer obtained back-up insulin therapy, however no information was provided.